Event description:
It was reported that during implant the physician tried to find a correct position in coronary sinus (cs) with the guide in the over the wire lead. The guide stranded and was impossible to remove it. The guide is now placed between the cs and the subclavian vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.